Event description:
A medwatch report was received from an unk source which alleges that the when the user facility maintenance dept ran the generator at 1:00 pm on 9/19/96, the nursing staff reported that smoke was coming from the ventilator. The ventilator was taken out of service. It is reported that the pt suffered no injuries. A third party service provider ran the ventilator for one hr, performed electrical testing, extended self-testing and a visual inspection, and was unable to verify the report of smoke or electrical burning smell eminating from the ventilator. It is not verified by co that any malfunction occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.